Event description:
The customer reported an issue with incorrect pump time settings. The previous settings did not result in blood glucose levels outside of the normal range. Technical support assisted the customer in updating the pump time and advised monitoring the situation and following up if the discrepancy occurs again.